Event description:
It was reported by the patient with this right atrial (ra) lead that their lung was punctured during the implant procedure. No additional adverse patient effects were reported. This ra lead remains in service. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."